Event description:
The user facility reported that the physician was in a radial to peripheral case in which he was going to place a 6 x 40 misago in the superficial femoral artery (sfa). He was having trouble introducing the stent catheter into the sheath. When he looked, the stent had unsheathed in the hub of the destination slender. The physician had to remove the hub of the sheath in order to remove the stent. The tech made sure the release wheel had not been pushed down. He pushed it and it clicked, indicating that it had not been engaged while upon entering the sheath. The patient (pt) did not receive a stent on this day. The estimated blood loss was less than 250cc. The reported event did not result in patient injury and/or require medical or surgical intervention. There was not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received on 02apr2024: the patient was stable. Additional information was received on 25apr2024: while introducing the stent into the destination, it would not introduce and when the physician looked down, the stent had come off of the stent sheath. It was halfway in the hub, so he had to take off the hub of the sheath to get the stent out. He then just replaced the hub back on the sheath and continued working.